Manufacturer narrative:
Livanova deutschland received a report that a scp drive unit machine presented an error code associated to inconsistent/no actual value impulses from the hall sensor, when the unit is connected during maintenance. There was no patient involvement. Through follow up, livanova understood that the issue occurred during a routine inspection. During this activity of the inspection, the board was accidentally damaged and then the error comes up. The root cause of the alarm was an accidental damage during routing inspection. The scp drive unit did not show any problems/errors before the intervention on the device started. Based on this clarification, the event is being re-assessed as not reportable since solely caused by user error without any patient impact.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the centrifugal pump system with tubing clamp. The incident occurred in japan. The scp drive unit was inspected at livanova japan. The complained problem was reproduced. Motor control board was replaced during inspection. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a scp drive unit machine presented an error code associated to inconsistent/no actual value impulses from the hall sensor, when the unit is connected during maintenance. There was no patient involvement.